Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient stated that it had been taking longer to charge their ins for about two weeks ((B)(6) 2019) and their device had been bothering them when they lay on their back for about a month (2019). The patient stated that it takes them over an hour to charge their ins to a full battery level when the battery status was ¿at least half full or a little more¿ when they would begin charging. The patient stated that it used to only take them 30 minutes to charge to a full battery level. The patient stated that they always had full coupling boxes when charging. Patient services reviewed standard recharge times base on the ins battery level and recharge efficiency. It was indicated that the patient charges their ins to full. Best recharge practices were reviewed and it was confirmed that no recent falls or traumas had occurred that may have contributed to the issue. The patient was redirected to follow-up with their healthcare provider (hcp) to discuss the bothersome device when lying on their back and the ins taking longer to charge. No further complications were reported/anticipated.